Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the bdu cpu pcb. The ventilator passed all testing.

Manufacturer narrative:
Puritan bennett was not authorized to repair the unit. The puritan bennett customer support engineer (cse) updated the software and conducted final testing.